Event description:
It was reported the patient had been admitted to the hospital due to an increased number of falls. No other information was available at the time of report. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 748251 lot# serial# (B)(4) implanted: 2004-(B)(6) explanted: product typ extension product ID 7 48251 lot# serial# (B)(4) implanted: 2004-(B)(6) explanted: product typ extension product ID 7438 lot# serial# (B)(4) implanted: 2004-(B)(6) explanted: product typ programmer, patient product ID 3389-40 lot# j0417907v serial# implanted: 2004-(B)(6) expla nted: product typ lead product ID 3389-40 lot# j0417907v serial# implanted: 2004-(B)(6) explanted: product typ lead. (B)(4).